Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported damage to the strap and zipper of the consolidated bag could not be confirmed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further issues reported at this time. The device history record for the gogear consolidated bag, lot number 10025585 was reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 6 of the IFU, ¿patient care and management¿, and section 4 of the patient handbook, ¿living with the heartmate 3¿, provide instructions and images for how to properly put on, use, and take off the consolidated bag. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿equipment maintenance¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state, ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that dme sent a replaced bag. The patient had not returned the bag and was seen in clinic on(B)(6) with no issues reported.

Event description:
It was reported that a consolidated bag was completely unusable and the patient was in high need of a replacement. The part that connects the strap to the bag broke and caused the system controller to hit the floor and that tugged on their driveline. It also would not stay zipped. No troubleshooting was attempted and nothing was replaced by the clinic. The product will return.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.